Event description:
It was reported that this right atrial (ra) lead was delivering pacing to the right ventricle (rv). Further evaluation is expected at the next follow up appointment. The lead was reprogrammed to mitigate further inappropriate pacing. This lead remains in service. No adverse patient effects were reported.